Manufacturer narrative:
This report is submitted on january 15, 2020.

Event description:
Per the clinic, it was reported that the patient fell and hit their head on implant site, resulting in dislodgement of the internal magnet. Subsequently, the device was explanted (date not reported) and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on april 14, 2020. - attachment: [00247 device analysis report.pdf]